Event description:
The tech alleged the side rail was not locking in the raised position. No pt impact.

Manufacturer narrative:
The tech found the side rail was missing the screws that hold the pin for the side rail latch. The tech replaced the side rail latch screws that hold the side rail latch pin to resolve the issue.